Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced pain and mesh erosion. A removal of the eroded and exposed mesh was performed. Recurrent stress urinary incontinence and urge incontinence were reported after mesh removal surgery. A sacral colpopexy, lysis of adhesions, cystoscopy, bilateral salpingectomy, right urethrolysis and implantation of aris and restorelle mesh were performed. Pelvic pain and bowel movement discomfort were reported after surgery placement.

Manufacturer narrative:
Coloplast has not been providing any corroborating evidence to verify the information contained in this report.